Manufacturer narrative:
The reported issue did not suggest a device malfunction had occurred with a patient, but was a product enhancement request (per) for a device other than the current pca, pendant hand dose request cord to accommodate a paraplegic patient who had the inability to press the dose request button. The issue was escalated to the marketing department who added this request to a current opened per # 0904 for an alternative pca dose request cord. No devices were returned or a specific device serial number provided; accordingly a qn or device history review is not warranted in this case. The file may be closed without any further investigation necessary by technical cad. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(6) had a nurse with a paraplegic patient and wanted another device to serve the function of the pca handset as they cannot engage it. The customer reported the paraplegic patient was not able to press the bolus button, and requested a different type of actuating device for the button functionality. No patient harm was reported.